Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant operative report and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2015 - the patient was diagnosed with stress incontinence and rectocele. The patient underwent a sling procedure using a davol flat mesh and a rectocele repair. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant operative report and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The additional information provided by the attorney is limited to adverse outcomes related to the device of pain, infection, urinary/bowel problems, fistula and neuromuscular problems. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ fistulas is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2015 - the patient was diagnosed with stress incontinence and rectocele. The patient underwent a sling procedure using a davol flat mesh and a rectocele repair. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum per plaintiff fact sheet: attorney alleges adverse outcomes related to the device of pain, infection, urinary/bowel problems, fistula and neuromuscular problems.